Event description:
It was reported that customer experienced cgm error with g7 sensor. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, was guided through complete pump reset, confirmed error did not return, and then successfully started new sensor session; no additional information was received regarding any further outcome.